Event description:
It was reported that the patient experienced pain around the device and requested it be removed. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product : 5568-45 lead implanted (B)(6) 2009-. (B)(4).